Event description:
It was reported that "the plastic case of the catheter was found broken at approximately 20cm from the bottom when it was delivered to the dealer. The balloon section of the catheter was also damaged. There were no damages observed on the outer carton box."

Manufacturer narrative:
Evaluation summary: reported defect was confirmed. Packaging tube was completely broken off from the tube body at the 17.3cm position from the distal end of the tube. Broken cross-surface appeared rough and uneven. Both shrink seals were intact. The catheter was found broken under the balloon latex at #4 inflation hole and the shape of the cutting area was in diagonal direction. The broken tubing under the balloon has punctured the latex just proximal of the distal winding. The stylet wire is extending beyond the broken area under the latex. It is unknown when the damage occurred.